Event description:
The hcp reported the patient presented with signs of withdrawal, including increasing pain. The hcp had been increasing the dose of the drug with no effect. The hcp performed a catheter dye study and found, he could not push the dye through the catheter; he suspected a possible occlusion. The hcp performed a catheter revision and noted a brownish sludge and crystal material adjacent to the catheter near the metal pin connector. The hcp stated the patient has recovered without sequela. The drug contained in the patient's pump was morphine and bupivacaine (unknown concentration/dose).

Manufacturer narrative:
The hcp sent the brownish sludge and crystal material found in the patient's catheter to the manufacturer for analysis. Note: the patient's device was not returned to the manufacturer for analysis.